Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a lost sensor alarm. Customer's blood glucose was 128 mg/dl. Customer's old charger for the transmitter was not working. Lost sensor alert was received today and the sensor was inserted yesterday. Customer was sent a test plug and advised to call back to perform the test plug procedure. Customer also mentioned having a low blood glucose level of 41 mg/dl. Customer stated that her caretaker gave her 2 glucagon shots and apple juice to treat. Customer stated that the paramedics had to be called and she started to come out of hypoglycemia. Customer has been experiencing low blood glucose levels. Customer usually goes low at night and is a very brittle diabetic. Customer stated that the sensor feature did not alarm her well. Customer was not admitted as inpatient for medical treatment. Customer manually primes the pump and makes sure the insulin enters the tubing. Customer stated that everything is pretty normal. No additional information provided.